Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that patient experienced unspecified issues with his inflatable penile prosthesis (ipp). Patient underwent a replacement surgery of the pre-connect component. Reservoir still implanted. No information about the patient outcome is available at the moment. Additional information was requested, however, no further information was available.